Event description:
The user facility reported that the tourniquet was placed on the patient's thigh and did not deflate when the device was turned off, resulting in unintended additional tourniquet time. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Upon further review it was determined that this event does not meet the criteria for MDR reporting and a reoccurrence of this event is not likely to cause or contribute to a serious injury.

Event description:
The user facility reported that the tourniquet was placed on the patient's thigh and did not deflate when the device was turned off, resulting in unintended additional tourniquet time. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.